Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy due to t-wave oversensing (twos) by the right ventricular (rv) lead. Approximately three weeks later, the patient received inappropriate shock for twos. Reprogramming was performed. The lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.